Event description:
A healthcare worker experienced a burn described as a "white discoloration" of the skin after touching a wrap in a load after the cycle completed. The worker rinsed his hands with water and the symptoms resolved that afternoon. Medical attention was not sought.